Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reported they would like to have the implanted device removed because it never really worked for them. Patient states the ins is now depleted and no longer has a managing physician for their device. Patient has been referred to two different healthcare providers (hcp), but the patient does not want to go to them. Patient would like to know if they can have mris now because their ins is depleted. They are getting an MRI for back and hip issues that are not related to the device/therapy. Patient said they have already spoke to one hcp regarding their ins removal, but the hcp said it would be difficult due to the lead wires. MRI guidelines were reviewed. The patient was instructed to discuss the next steps regarding ins removal with an hcp that is familiar with their ins. Physician listings were provided to the patient. Patient will follow up with an hcp from the listing. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient has spoken to a doctor numerous times about the device not working for them and the device was reprogrammed by the doctor's staff. Patient had it programmed by a second doctor's staff too, but none of the settings worked. Patient is talking with a third doctor now and has an appointment on (B)(6) 2017 to have it removed. No further patient complications have been reported as a result of this event.